Event description:
According to the reporter, the device would not recognize the attached therapy cable. Also tried several other therapy cables with the same results. The reporter stated the event occurred during daily testing and was not patient related.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge or defibrillate into a test load used for daily tests. Physio replaced the device's therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy connector and determined that root cause for the reported incident was damage to the apex connector socket.